Event description:
Ion catheter placed in ion robot and ion robot unable to read catheter. Manufacturer response for ion robot catheter, ion (per site reporter). Manufacturer rep stated the ion robot malfunctioning and parts were replaced.